Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue. The customer then completed a touchscreen calibration. Following the calibration, the customer confirmed the issue resolved and the touchscreen began to respond as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.